Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of kotz prosthesis. Patient required revision as the kotz tibial replacement is now experiencing failure around the hinge mechanism.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown kotz tibial prosthesis was reported. The event was confirmed via review of the provided photographs. Method & results: device evaluation and results: the device was not returned; however, photographs were provided for review. The photographs show that the tibial component had fractured at the hinge mechanism. The event is confirmed. The photograph also shows device-identifying laser marked part number 64663014. This part number cannot be found in any stryker database. The patient specific solutions (pss) product development team also reviewed the event and photographs. The team noted the following: "upon reviewing images of the device that was to be revised, it does not align with the hmrs/kotz femur that was designed. The beaded areas on the device differ from the gmrs prox tib fxd hinge 140mm hmrs taper designed." It can be concluded that the in-situ device was not truly a kotz/hmrs taper, and it is not likely that this device is even a stryker device. Clinician review: a review of the provided medical records by a clinical consultant indicated: "x-rays show a custom hinged tka without evidence of mechanical complication. No documentation was provided to confirm the events noted in the event description. They cannot be confirmed." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to breakage of the tibial prosthesis. The device was not returned; however, photographs were provided for review. The photographs show that the tibial component had fractured at the hinge mechanism. The event is confirmed. The photograph also shows device-identifying laser marked part number 64663014. This part number cannot be found in any stryker database. The patient specific solutions (pss) product development team also reviewed the event and photographs. The team noted the following: "upon reviewing images of the device that was to be revised, it does not align with the hmrs/kotz femur that was designed. The beaded areas on the device differ from the gmrs prox tib fxd hinge 140mm hmrs taper designed." It can be concluded that the in-situ device was not truly a kotz/hmrs taper, and it is not likely that this device is even a stryker device. A review of the provided medical records by a clinical consultant indicated: "x-rays show a custom hinged tka without evidence of mechanical complication. No documentation was provided to confirm the events noted in the event description. They cannot be confirmed." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.